Event description:
It was reported that the implantable neurostimulator (ins) was checked during preparation and the recharger indicated it was 100% full. It was noted that then lead configuration could not be selected and the status of the ins was ¿discharged and x.¿it was noted that another ins was used and the recharger also indicated it was 100% full. The ins was reread with the clinician programmer which brought it to the normal introduction screen to choose lead configuration. It was noted the manufacturing representative did not want to try it ¿in case it worked this time¿ and started the battery life. It was noted the representative ¿did not trust the battery for future use.¿

Manufacturer narrative:
Concomitant products: product ID neu_unknown_lead, lot # unknown, product type lead. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information stated, the device was returned for analysis. The cause was still unknown.